Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently entered the intended amount in the pump for multiple boluses; however, they ended up being too much insulin. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. An emergency medical technician (emt) "revived" the customer after the customer had lost consciousness due to the low bg event; the customer was unable to provide further information on how the low bg was treated. Recommendation was made to consult with healthcare provider regarding diabetes management.